Event description:
It was reported that a patient underwent a right ulnar collateral ligament repair on (B)(6) 2013 and suture was used. The patient experienced puss and redness with some small red bumps, and visible suture. Treatment of hibiclens was provided. The status of the patient as of (B)(6) 2013 was reported as looking better and suture still sticking out.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: (B)(4).